Event description:
Battery was reported to deplete rapidly. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up with technical support, and renewal process was underway. No additional information was received regarding the outcome of the event.